Event description:
Drug/diluent: ropivacaine 0.5%. Fill volume: na. Flow rate: na. Procedure: abdominal perineal resection surgery (arp). Cathplace: abdomen dual subcutaneously. Date of surgery (B)(6) 2013. The pa was removing the right abdominal catheter from the pt and met resistance and kept pulling. The catheter eventually broke. The pa is unsure of the size of catheter that is left inside the pt; but they are not removing the catheter remnant from the pt at this time. The pt is reported to be stable. (Additional info rec'd (B)(4) 2013). It when pt returns for their follow-up visit, the plan is to obtain an ultra sound and decided on a plan of action based on the results. The pump and catheter will not be returned as they were discarded. (Add'l info rec'd (B)(4) 2013). Pt returned for his follow-up visit and pa reported "nothing else was done at this time, he is good."

Manufacturer narrative:
Method: the sample was discarded by the facility, it is not available for an evaluation or investigation. Results: per the reported info the catheter was pulled and the pa met resistance, she continued to pull and the catheter eventually broke. Therefore; the end user failed to follow the instructions in the directions for use insert. The lot met all mfg and quality specifications prior to release. Conclusions: per I-flow's dfu it contains a caution: if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed. I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." This bulletin was faxed by I-flow's hotline nurse to the initial caller who reported the incident. Info from this incident will be included in our product complaint and MDR trend reporting system. (Note: based on the kit, I-flow took the smallest expiration date).